Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal superficial femoral artery and popliteal artery of left lower extremity. A 5.0x150x150mm sterling balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with non bsc device. No patient injury nor complications were reported.